Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the fragmentation tip fractured in the vitreous cavity during a procedure involving a dropped nucleus. The lens was brown/black and the power was at 100%. Five additional tips fractured in a test dish of water while power was at 100%. The tip was removed through an enlarged sclerotomy. The lens was removed with 80% power, with no further fracture of the tip. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in h.3, h.6 and h.10. Six phaco tips were returned for evaluation. The returned samples were not labeled. Because the samples were not labeled, the six samples were received and evaluated under file ID 2020-30396-01. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Six photos were reviewed by the investigation site. The six photos contain pak labels with same product as reported; however, the lot numbers information were not able to be distinguished from the photos provided. Two videos attached to the parent complaint were reviewed by the investigation site. Video 1 appears from a phaco tip-handpiece testing, the phaco tip fracture was observed at the second 5 of the video. Video 2 appears from an eye surgery, the phaco tip fracture was observed at the second 6 of the video. Sample 1, 2, 3 and 4 were visually inspected and deemed nonconforming. The phaco tip was broken at the cannula, slightly jagged. Wall thickness was even. Sample 5 and 6 were visually inspected and deemed conforming. The complaint evaluation confirms four samples were broken at the cannula. The root cause for the broken phaco tips cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tips. The complaint evaluation does not confirm the report of fragmatome tip fracture for two of the six samples returned. The returned samples were found to be conforming for all visual inspection associated with the reported event, therefore a tip fracture as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. The manufacturer internal reference number is: (B)(4).